Manufacturer narrative:
Date of report: 28jul2021. There was no patient involvement.

Event description:
It was reported that the ventilator had an error code indicating backup alarm failed and the power test failed during performance verification test (pvt). There was no patient involvement. The customer ordered a central processing unit (cpu). The customer reported that the cpu was replaced, and the ventilator was returned to use.